Event description:
It was reported that the device system was explanted due to a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; product ID 5086mri45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).